Event description:
Iridex became aware of a complaint reporting a patient experiencing an intraocular pressure (iop) spike followed by a swollen cornea post treatment. The doctor reported a decreased vision in the patient post-surgery. The doctor performed necessary medical intervention to bring down the iop level. Consistent follow-up regarding patient condition is being performed by an iridex representatives. No additional information regarding any underlying conditions have been provided to iridex to date. The doctor suggested that the patient could have possibly had corneal edema before surgery resulting in post-operative complications. This complaint did not involve any report of malfunction of the laser console and probe. A definitive root cause cannot be determined. Iridex will continue to follow-up regarding the patient. Engineering failure analysis was not performed because the product was not returned.

Event description:
Iridex became aware of a complaint reporting a patient experiencing an intraocular pressure (iop) spike followed by a swollen cornea post treatment. The doctor reported a decreased vision in the patient post-surgery. The doctor performed necessary medical intervention to bring down the iop level.the doctor suggested that the patient could have possibly had corneal edema before surgery resulting in post-operative complications. This complaint did not involve any report of malfunction of the laser console and probe.

Manufacturer narrative:
This follow-up report is provided to update the following: 1)part b: b5 -product problem section was updated. 2) report c: is this a combination product - no. 3) report d: updates to section d8, d9, d4. 4) part h: update to include that this a correction and additional information report. 5) part d: updated this section with the UDI number. 6) part e: updates to the initial reporter section with information regarding the complainant . Note: patient information was not provided, therefore part a is not filled out.